Event description:
Information was received from a consumer regarding a patient receiving prialt via an implantable pump. The indication for use was non-malignant pain. The patient reported that since implant they have been having issues getting the external devices to connect to the pump. Per the reporter, the healthcare provider instructed the patient to call and get the external devices replaced for a couple of reasons. The patient stated on the report page the bolusing report was showing the wrong times. The patient wasn't able to connect on friday and saturday night she needed the bolus really bad but it wouldn't connect. The patient stated she was in so much pain last night but was too tired to try to bolus again at 1am. The patient had charged both devices last night the patient further states the pump is turning, not flipping. When the pump was implanted the catheter access port was at 11 and now is at 6. The patient can bolus 4x a day and she has not been able to connect to the pump since saturday then later stated she was able to bolus 2x yesterday. The patient also stated she has the incorrect time and date on the handset. The agent had the patient turn off wifi, mobile data then power off/on both external devices and the patient was able to connect to the pump right away but did not want to bolus at this time and states "sometimes I have side effects from the prialt and I have errands to run today¿. When asked dose and concentration of the prialt the patient states "1.5 made me nauseous and they turned it down 1.0". While on the call the patient was able to correct the time and date on the handset. The patient would follow up with the healthcare provider if she continues to have issues with connecting to the pump. While on the call the patient was able to connect to the pump right away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.